Event description:
It was reported that the patient's leadless pacemaker exhibited loss of sensing and i2i communication. Imaging confirmed that the device had dislodged into the right femoral vein. The device was successfully retrieved and not replaced. The patient condition was stable.